Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due diabetic ketoacidosis and also had high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was above 300 mg/dl at time of incident. The customer was treated with insulin drip in the hospital. The customer had symptoms such as nausea, vomiting, difficulty breathing. It was reported that they had damage to reservoir compartment or lip or ring the reservoir was unable to lock in place when inserted into pump. It was reported that they had motor error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.